Event description:
A 3.0mm diameter by 30mm length s670 over-the-wire stent delivery system was inserted to attempt direct stenting of the circumflex coronary artery. It was not possible to cross the severely calcified target lesion. Therefore, the stent delivery system was pulled back from the coronary artery. An add'l attempt was then made to cross the lesion. However, the attempt was unsuccessful. Upon removal of the stent delivery system, the physician attempted to pull the stent delivery system into the guide catheter. After multiple attempts, the stent entered the guide catheter. However, they were unable to remove the guide catheter and stent delivery system at the femoral sheath. Subsequently, a cutdown procedure was performed in the opposite groin and the stent was retrieved using a snare device and a contralateral approach. The stent and stent delivery balloon were cut during removal from the pt. Another attempt was made to cross the lesion with a s660 stent; however, this was also unsuccessful. There was no further treatment to the target lesion. There were no add'l clinical sequelae reported relative to the event and no further info available from the user facility.